Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received experienced low blood glucose for 2 to 3 weeks with blood glucose of 50 to 60 mg/dl at the time of the incidents. The customer believes the pump is over delivering. The customer was at 178 mg/dl at the time of the call. The customer used food and juice to treat. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed and the infusion set was still dripping insulin even after the pump was suspended. The reservoir will not be returned for analysis.